Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had intermittent power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings:. Unexpected power on reset event observed on (B)(6) 2016, the battery compartment is undamaged, no battery cap returned, test battery cap was able to fit securely..-moisture corrosion is observed in the battery canister, leak test passed. ¿ez-prime¿ steps were performed correctly no power interruption occurred during the investigation, unable to duplicate ¿ power¿ complaint. The pump¿s cover was removed; no further moisture ingress or any intermittent condition was found to the power printed circuit board.